Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results- bd received samples and photos from the customer facility for investigation. The return samples did not reveal any defects. The photos were evaluated and the customer¿s indicated failure mode for missing anticoagulant with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion- bd is unable to confirm low draw in the testing of the returned samples.

Event description:
It was reported that a bd vacutainer® seditainer¿ tube was missing anticoagulant. User replaced the tube after noticing the missing anticoagulant. No injury or medical intervention reported.